Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "chronic dislocating total left hip." A femoral head, poly liner, shell and screw were revised. Spoke to rep. The surgeon was unhappy with the in situ shell's position and wanted to change its version.